Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient observed high blood glucose levels between 19 mmol/l-25 mmol/l. The customer went to the hospital for hyperglycemia and was treated with unknown insulin. The blood glucose results obtained at the hospital were not provided. The customer was discharged from the hospital after 4 hours.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states